Manufacturer narrative:
The affected table was investigated by getinge-maquet with the following result. The slow movements of the table might be related to several root causes. The log and communication files of the affected table were reviewed. This review revealed that a collision detection line was activated. If this collision detection line is activated, the tables movements are slow due to safety reasons. This kind of safety mechanism is described in the instructions for use (IFU). In the IFU it is explained that the table will move at normal speed if it is disconnected from the siemens partner system. It is described how the two systems can be disconnected. We cannot determine whether the collision detection line was activated due to a real danger of collision or due to a technical issue. It was reported that in the days prior to this incident issues related to the connection of the two systems have occurred. To fix these issues, software changes were applied. If the tables software or the angiographs¿ software is changed, the software of the other system needs to be reviewed and adjusted if necessary. This is described in the IFU. The software versions were reviewed by our r&d department and found to be compatible. The service technicians who worked on the table assumed that a misconfiguration of the angiography system might have contributed to this problem. The siemens angiography system was reconfigured and since than no further problems concerning this table or angiography system were reported from the clinic. We cannot determine to which point this incident has affected the patients' health. The full name of the contact person (e1) is: (B)(6). Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
We have received further details form the clinic concerning this incident. The following has happened: the patient was on the magnus table and the table was connected to the siemens angiography system. Due to the slow movements of table, it was not possible to take a picture of the patient as it was planned. The patient had first bradycardia and then a cardiac arrest. The users tried to adjust the height and longitudinal adjustment of the table to get the patient in a position that is suitable to perform the resuscitation. The tables movements were too slow. That is why the patient was moved on the table by the healthcare team and a doctor climbed on the table to perform the resuscitation. The resuscitation was successful. The patient was returned to the intensive care unit (ICU). No further information concerning the patients outcome was provided. Manufacturer reference #(B)(4).

Manufacturer narrative:
At the time of this report the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted.

Event description:
The following was reported to us. An adverse event occurred while magnus table was in use. There was a delay of a medical procedure because there was a connection issue between the or table and the siemens angiography system. The event date was requested but not yet provided. Manufacturer reference# (B)(4).